Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced infusion set detachment event on 27-nov-2024. The site of detachment was in the tubing. The insertion site was lumbar zone buttchick. The infusion set was in use for one day. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.